Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer normally is 100-120mg/dl two hours after eating breakfast. Based on parkes error grid analysis, the bias between the highest result given (307) and the lowest normal result (100) is located in zone c. No adverse event reported.